Event description:
No additional information.

Manufacturer narrative:
It was reported the syringes contained either particles or excess silicone. Five samples were provided to our quality team for investigation. Upon evaluation, polypropylene particles are observed within two of the syringes, verifying the reported concern. No evidence of silicone was observed within any of the returned samples. A device history review was performed for reported lot 2508065, no deviations or non-conformances were identified during the manufacturing process that could have contributed the this observation. Six retained samples were also examined, and no particles or silicone was observed. Manufacturing for this product is performed in a cleanroom environment maintained under positive pressure to minimize the risk of foreign matter. The assembly station utilizes a de-ionizer to remove any polypropylene particles inside the barrel, and equipment is protected to prevent particle generation during component movement. Final products are sampled and subjected to visual and functional inspections throughout the manufacturing sub-processes in accordance with established procedures, and no issues related to this incident were found. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper over the shelf life of the device. The silicone employed in this product is a non-toxic, medical grade silicone authorized for product use. Iso standard 7886-1 requires a biocompatible lubricant to be added and defines an allowable amount, which bd strictly adheres to. We continuously monitor silicone levels throughout our manufacturing process and apply rigorous quality controls to ensure compliance with both regulatory requirements and our own high-quality standards. A review of silicone content testing for lot 2508065 confirmed that all values were within established limits. The returned samples underwent the same testing and confirmed the silicone was within the required limits. Although no direct manufacturing issue was identified, the particles likely originated during product movement within the assembly equipment. Manufacturing personnel have been notified to increase awareness and prevent recurrence. Complaints related to this device and condition will continue to be monitored by our quality team for any emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: supplier reference: (B)(4). Batch: 2508065. Date of event: (B)(6) 2025. Reason: observation of a plastic particle (probably polypropylene) in a syringe prepared for a clinical trial at the time of release. Syringe not accepted and returned to the cro to be transferred to a new syringe free of particles. Call from the cro because they cannot find a "correct" syringe: several syringes removed from their packaging and containing particles or excess silicone. All these syringes are from the same batch. Proven consequences: loss of time because several packages had to be opened before finding a syringe free of particles. Several syringes had to be sent back through the sterilisation syringes in the isolator contained particles and/or silicone. Preparation finally released with a delay of one and a half hours.